Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument associated with this complaint and completed investigations. The instrument was found to have thermal damage on the monopolar yaw pulley at the distal clevis. Material does not appear to have burnt off from the charring that occurred near the distal clevis. The conductor wire insulation was observed to be damaged. The instrument failed the electrical continuity test. Components adjacent to the yaw pulley do not show thermal damage. The complaint was confirmed by failure analysis. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing it was discovered that the plastic near the tip of the permanent cautery hook instrument was burnt. There were no reports of patient involvement. Intuitive surgical, inc. (Isi) followed up with the customer and was advised that there were no reports of arcing when the instrument was last used.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.